Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer cleared the alarm and resumed insulin delivery. The customer continued to use the pump for insulin therapy.